Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 320 mg/dl. The patient was nauseous, had a headache, dizziness, fatigued and dehydrated. For treatment, the patient was put on a intravenous (IV) of fluids and insulin. The cannula was kinked, while wearing the pod between 36 and 48 hours on the arm. The patient was discharged after 1 night.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The device was originally unable to pair with the master pdm, due to the batteries having a low voltage output. The device was connected to a power supply and given 4.5 volts. When attempting to pair to the master pdm, the device was still unable to pair with the amperage of the device measuring much higher than expected when connected to the power supply. The pcb board was removed and was re-connected to the power supply. Attempts to pair the pcb board to the master pdm were unsuccessful and the download data was unable to be obtained. Inspection of the pcb board found no damages or deficiencies that would cause the loss of the download data. The exact cause of the data loss could not be determined.